Event description:
Related manufacturer report number: 2017865-2024-00092. Related manufacturer report number: 2017865-2024-00094. It was reported that the patient expired. It was unknown if the pulse generator, right atrial or right ventricular lead caused or contributed to the patient's death. Further information was requested but not received.

Manufacturer narrative:
The lead was returned due to patient death. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.